Event description:
It was reported that the infusion pump was involved in an overdelivery of heparin. It was reported that the infusion pump was programmed to deliver at 10 ml/hr. However approx two to three hours after a new 250 ml bag of heparin was hung, the bag was found empty. It was then discovered that the previous bag of heparin, that was originally hung in the ER, had also infused in only two to three hours. The infusion pump was removed from the pt. No medical or surgical intervention was required.

Manufacturer narrative:
The infusion pump was evaluated for the hosp by a third party and no abnormality in the flow accuracy was found. The pump was then sent to baxter healthcare for further evaluation. The pump was tested for flow accuracy at 125 ml/hr for one hour and at 10 ml/hr for 2 hours. In addition the pump was ran at 10 ml/hr for 24 hours. The accuracy results were all within specification and the pump was returned to the hosp.